Manufacturer narrative:
The e602 module serial number was (B)(4). A sample from the patient was submitted for investigation where it was determined that the patient's toxo igg results were correctly reactive. This was confirmed by the results from a validated neutralization assay. The toxo igg assay performs within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that a pregnant patient attended a clinic on (B)(6) 2017 and underwent screening tests for toxoplasma igg and igm at a different private laboratory. The toxoplasma igg result from the biomerieux mini-vidas method was negative. The actual result was not provided. The private laboratory did not have the toxoplasma igm test and provided the patient sample to the customer for testing. The toxoplasma igm results on the cobas 8000 e 602 module were 0.89 coi and 0.88 coi (borderline). Neither the roche toxoplasma igm nor a similar reagent is sold in the united states. The doctor received the report from the laboratory and requested that the patient be checked again one month later. On (B)(6) 2017 ,the patient visited the customer site for follow-up and a 2nd sample was drawn to check the patient¿s toxoplasma status. The elecsys toxo igg immunoassay (toxo igg) results from the e602 module were 7.32 iu/ml and 7.23 iu/ml (reactive). The toxo igm results were still borderline at 0.87 coi and 0.77 coi. These results were reported outside of the laboratory where the doctor concluded the patient was suffering from an acute toxoplasma infection with congenital toxoplasmosis. Another sample was drawn on (B)(6) 2017 and sent to the department of health for confirmation. The toxoplasma igm result from the biomerieux mini-vidas method was negative and the toxoplasma polyvalent antibody result from the biomerieux toxo-spot if method was also negative the actual results were not provided. The doctor thinks the results from the department of health are correct. The sample from (B)(6) 2017 was sent to the department of health for re-testing. The toxoplasma igm result from the biomerieux mini-vidas method was negative. The toxoplasma polyvalent antibody result from the biomerieux toxo-spot if method was <10 (negative). The customer was advised to recalibrate using a new reagent and repeat the tests from the (B)(6) 2017 sample. The sample was repeated with the current reagent lot on the e602 module and the toxo igg result was 7.61 iu/ml with a data flag indicating the onboard stability of the reagent was exceeded (reactive). The sample was repeated after calibration with a new reagent from the same lot number and the toxo igg result was 7.57 iu/ml (reactive). The toxo igm result was .921 coi (borderline.) No adverse event occurred. The e602 module serial number was not provided.